Manufacturer narrative:
H6: code 4117, code 4315: without a physical sample to evaluate, the physician¿s observation that it was difficult to remove the packaging sheaths from the leading end of the delivery catheter could not be confirmed. The physician¿s observation that the orientation of the short and long markers toward the delivery catheter handle was obviously different from usual, could not be confirmed. Also the physician¿s comment that when the device deployed more distally than expected and when the physician attempted to reopen the proximal end of the trunk-ipsilateral leg component with turning gray constraining dial, the device didn¿t reopen could not be confirmed. It was not possible to confirm the physician¿s observation that while ballooning, the trunk-ipsilateral leg component fully opened but moved distally. The likely cause for the reported failure to expand and the distal move of the device could not be determined with the available information. The device instructions for use (IFU) states: the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: adequate iliac / femoral access infrarenal aortic neck treatment diameter range of 19 ¿ 32 mm and a minimum aortic neck length of 15 mm proximal aortic neck angulation = 60°, iliac artery treatment diameter range of 8 ¿ 25 mm and iliac distal vessel seal zone length of at least 10 mm.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. During preparation of the trunk-ipsilateral leg component, it was reported to have been difficult to remove the packaging sheath from the leading end of the delivery catheter. Additionally, the orientation of the short and long gold markers on the toward the delivery catheter handle were noted to be different than usual. The delivery catheter was advanced within the patient and positioned just below the left renal artery; however when deployed it was more distal than intended. The proximal end of the trunk-ipsilateral leg component was constrained and the delivery catheter was re-positioned at the target position. When the physician attempted to reopen the proximal end of the trunk-ipsilateral leg component by turning gray constraining dial, it did not re-open. The gray constraining dial was turned toward both clockwise and counter-clockwise, but the proximal end of the trunk-ipsilateral leg component dint reopen. The physician decided to deploy the contralateral leg to resolve this. Both the transparent knob and gray deployment knob were removed and the trunk-ipsilateral leg component was deployed but the proximal end still failed to fully open. During touch-up ballooning, the trunk-ipsilateral leg component fully opened, however it had moved distally again. An aortic extender component was implanted proximally to gain back the lost coverage. The patient tolerant the procedure. It is unknown why the proximal end of the trunk-ipsilateral leg component didn't expand.